Event description:
On (B)(6) 2015, the reporter contacted animas alleging a time and date issue with the pump. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a time/date issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: evaluation revealed that investigation revealed that the display was dim and discolored. The battery compartment was observed to be cracked. Unrelated to these issues, testing revealed the time and date reset to default settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.